Event description:
When the package was opened, the hydratome rx sphincterotome was "bent at an unusual angle", and the wire was kinked. There was no damage noted to the packaging, and the device was not used in the procedure. The procedure was completed with another hydratome rx sphincterotome, and there was no clinical consequence to the pt.

Manufacturer narrative:
.